Manufacturer narrative:
The referenced known short to shield and use of an ungrounded patient cable was reported under medwatch MFR report # 2916596-2017-01765. Approximate age of device- 2 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump stoppages occurred while the vad was connected to battery power. The customer mentioned that the patient has a known short to shield issue and was using an ungrounded power module patient cable while connected to the power module. The manufacturer's technical service representative reviewed the submitted log file and confirmed multiple pump stoppages and low speed advisory alarms that occurred while the vad was connected to battery power. The customer was informed that the short to shield matured into a phase to phase short. X-ray images of the driveline revealed an area of concern. The patient underwent a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Manufactures investigation conclusion: the explanted pump was returned for evaluation and confirmed driveline damage that would have contributed to the reported low speed and pump stop events. The pump was returned assembled with the driveline cut approximately 9. Inches from the pump housing and the distal portion was returned measuring approximately 3 inches. The sealed inflow conduit and sealed outflow graft conduit were not returned. The outlet elbow was attached to its respective pump port. A driveline repair was present approximately 25 inches from the controller connector. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Disassembly of the driveline repair revealed exposed conductors on the black and yellow wires adjacent to the shrink tubing. Visual inspection of the outer jacket and bionate layer for both portions was unremarkable. Prior to removal of the bionate, the driveline was tested for electrical continuity. No discontinuities or shorts were found. No breakdown of the metal shielding was observed on the proximal portion of the driveline. Visual inspection of the underlying wires revealed insulation breaches on the green, black, orange and yellow wires approximately 9.2 inches from the pump housing. On the distal portion of the driveline, metal shielding breakdown was observed between 11-1 inches form the pump housing. Visual inspection of the underlying wires revealed an insulation breach on the green wire approximately 12 inches from the pump housing. The observed wire damage appeared to be the result of abrasion against the metal braided shield due to repetitive flexing at their respective locations. This insulation breach was verified through submerging the driveline in a saline bath for high potential testing to check for any further current leakage through the wire insulation. If the exposed conductors of any of the damaged wires made contact with the metal braided shield while the patient was operating on a tethered power source such as the power module, the resulting electrical short to ground could have caused the reported pump off or low-speed events. Additionally, if the exposed conductors of the damaged wire made simultaneous contact with each other or the metal braided shield, the resulting electrical phase to phase short could have caused the pump stop or low-speed events on any power source. The hmii instructions for use (IFU) and patient handbook address driveline damage including how to identify signs of potential damage and respond should patients suspect damage. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.